Manufacturer narrative:
(B)(4). In the event the device(s) is returned to the manufacturer, no analysis will be performed as the reported event cannot be confirmed via laborator testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two extensions from the same lot number. It was reported during the patient's trial period one of the extensions tail retracted back into the patient¿s body. The extensions were removed. No patient adverse consequences were reported.